Event description:
It was reported that the patient received a vibratory alert for non sustained lead noise. Upon review of the merlin.net transmission, oversensing of myopotentials on near field channel was observed. Noise was reproduced with isometrics, but was not reproducible after the programming changes were made. The patient will be monitored.